Event description:
It was reported that during a da vinci surgical procedure, it was observed that the fenestrated bipolar forceps instrument's endowrist was stiff and there was a slow response from surgeon's movements. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was placed on an in-house da vinci system, recognition and engagement passed. The instrument did not have intuitive motion and did complete opposite of gimbal motion. The instrument's housing was opened for further inspection and all wires were in place and did not appear to be derailed. Failure analysis investigation also found the following damages: the instrument's grip tips were bent. One grip was bent which caused side to side misalignment of the grip. There was a .042 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. The instrument passed the electrical continuity test. Failure analysis concluded that the bent damage may be due to mishandling/misuse. In addition, the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately 1.26 in length and was not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.